Event description:
It was reported by the patient that the device had "slid all the way down to bust"; the patient was questioning the size of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).